Event description:
A customer contacted beckman coulter inc. (Bci) in regards to sample tubes falling from the cassette on the unicel dxh 800 coulter cellular analysis system during mixing. The tube did not break or leak. There was no death, serious injury, or effect to patient or user.

Manufacturer narrative:
Since becoming aware of the issue, the customer checks the inside of the instrument when tubes are missing. The customer uses type a cassette for tube processing on the dxh 800 instrument with 5ml plastic edta tubes. The customer uses more than 100 cassettes. A bci field service engineer (fse) checked the cassettes for proper operation. Internal investigation for this issue revealed that the expandable grippers in the cassettes are staying open, causing the sample tube to come out of the cassette during mixing or transporting. A root cause for this event was the expandable grippers in the cassette, which become stuck in the open position and allow the tubes to fall out.